Event description:
The customer reported that the power cord on the 2800 system was damaged during a case. A pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.